Event description:
It was reported that during a breast biopsy, their tissue marker was stuck and would not deploy. They changed markers from the same box and completed the case with no consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Introducer. Evaluation summary: the analysis results of the mam3008 found that the tip of the introducer tube was received detached from the handle and sheared off at the distal end, the piece was missing. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to how the damage of the introducer tube at the distal end occurred. However, a potential cause of the found defect is the removal of the mammomarker from the disposable probe while it is still inserted into the pt breast. Once the collagen plug has been deployed, the disposable probe and mammomarker have to be removed together from the pt breast at the same time in order to avoid damage to the mammomarker introducer tube such as the one found during analysis. In addition, a corrective action has been initiated to address the root cause of the deployment issues and introducer tube sheared off at distal end. A batch record review was performed and no anomalies were found during the manufacturing process.